Event description:
It was reported that after inserting the spring wire guide (swg), the clinician tried to insert the catheter over the swg, but met with difficulty. As a result, the catheter was replaced with a new one. The clinician noted that before insertion, the catheter was successfully flushed, so they suspected the distal lumen ID was smaller than usual. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one 3-l, 12 fr x 20 cm catheter and one swg were returned for evaluation. Juncture hub on returned catheter was observed to be slightly deformed. Returned .861 mm diameter swg was inserted into distal end of catheter, but would not pass through juncture hub. Swg was then inserted into distal extension line & again would not pass through juncture hub. Catheter was cross-sectioned across juncture hub in area of suture wings. Distal lumen (inside hub) was observed to be deformed. A device history record review could not be performed, since the lot number was not provided by customer & a review of sales history records revealed this product is shipped through a regional distributor. Arrow international does not have direct access to the distributor's records to identify which production lots were sold to this individual hospital. The report of difficulty passing the swg through the catheter was confirmed through evaluation of the returned sample. Potential cause of this issue is manufacturing related, since the lumens inside juncture hub were found to be deformed. A CAPA has been initiated to address this issue.